Event description:
It was reported that the system 6600 intermittently has no fluoro function. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated although numerous attempts made. Replaced comm board and verified all functions. The system was tested and found to be working as intended and placed back into service. The reported issue remains under investigation. A follow up report will be filed if additional details become available.